Event description:
Customer allegedly bough a hot water bottle from walgreens, manufactured by apothecary products llc. He used the device and burn his foot.

Manufacturer narrative:
On (B)(6), 2024 apothecary products llc was notified of an elleged event that occur on (B)(6), 2023. From the communication that our company had with the claims adjustor apothecary products llc identified that the user did not follow the correct instructions for use provided on the device label and enbosed on the device. It is important to notice that the instructions and the warnings on the packaging include the following: - for warm application fill water 2/3 with plain warm tap water only - fluid should not exceed 120of for hot water bottle use - do not use microwave, conventional oven or stove top to heat vessel or water -for application to sensitive areas, wrap soft cloth around bottle - in addition to the packaging, on the neck to the bottle there is a water temperature warning: do not exceed 120of.